Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the device clinic with worsening heart failure symptoms. It was noted that the right atrial lead exhibited low atrial sensing and noise. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events of noise and p-wave amplitude variation were confirmed. As received, a complete lead was returned stretched in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can located proximal to the suture tie impression and full breached degradation breaching the outer insulation and exposing the outer coil located at the proximal region of the lead. The cause of the reported events was isolated to the exposure of the outer coil in the abrasion and degradation zones.